Event description:
Heel lancet failed to fire lancet blade on heel site, thus no skin puncture occurred. On several lancets that the blade did fire, the blade stopped right at the opening of the lancet housing and failed to retract back into the housing. This poses a potential safety concern, due to the fact that the exposed blade could injure the pt or phlebotomist using the device.